Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer report: patient hospitalized for a revision of a right total hip prosthesis implanted in 2010 due to a coxarthrosis. The femoral head broke at the level of the neck stem. Dislocation of the right hip prosthesis in (B)(6) 2012. Update received april 24th 2018: the corail stem broke at the neck. The femoral head is not fractured.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported implant fracture. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 5019023. Device history batch: null. Device history review: the DHR analysis of the stem batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.